Event description:
The customer reported being hospitalized due to high blood glucose of 722mg/dl. The customer's blood glucose was treated, and he was released the next day. The customer stated that motor was pushing out the back end of the insulin pump. The customer stated that after priming his blood glucose kept climbing, and three days later he was admitted. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump had no button response due to an open connector on the display board. A cracked reservoir tube lip, a cracked reservoir tube, a missing end cap sticker, a broken off end cap, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests could not be performed due to the broken off end cap. The motor was tested outside of the device. A noisy motor was noted during testing due to a faulty motor. Moisture damage was noted on the electronic assembly during the visual inspection.